Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pump flow was less than 2.5 liters/minute. The customer reported that the reason for the low pump flow was an outflow graft thrombus. The graft was stented on (B)(6) 2018 and re-stented on (B)(6) 2018. Due to general data protection regulations, the clinic did not provide any additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombosis could not be confirmed as no images, scans or log files depicting the thrombus were submitted. A specific cause, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the pump flow was less than 2.5 lpm. The customer reported that the reason for the low flow was outflow graft thrombus. The graft was stented on (B)(6) 2018 and re-stented on (B)(6) 2018. A response was received from the customer on 26mar2021 stating that for gdpr reasons the clinic will not provide any patient related information to the manufacturer, until further notice. The patient expired on (B)(6) 2018. There were no device or therapy related issues reported associated with the outcome. Per clinical consultant, the patient death was not device or therapy related. The device was working as expected. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of this document lists thrombosis and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.